Manufacturer narrative:
Follow-up #2. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. This supplemental is being sent to correct information submitted in follow-up #2. The result and conclusion codes documented were incorrect and have been updated accordingly.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultralink meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 7:00am. The patient stated that she obtained a result of "500 mg/dl" using the subject meter compared to feelings/normal results. The patient also alleged that the subject meter read inaccurately erratic as she obtained the results of "500, 185 and 23 mg/dl", all results were taken more than 20 minutes apart from each other. The patient was unable/unwilling to state how she manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "partial blindness, dizzy, tired and sweating" 1 hour after the alleged product issue began. The patient stated that she called ems at around 9:00am that same morning and she received a blood test only, using an ems device, the results of which were "40 and 41 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the patient did not have control solution available to perform a walk-through test and the test strips had not expired or been open for longer than the discard date. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "sweating" after the alleged product issue began. Additionally, the patient stated that her blood glucose was tested using an ems device and the results obtained were "40 and 41 mg/dl". The symptoms and test result do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.